Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation-lens was returned dry in centrifuge vial. Visual inspection found no visible damage to lens, and debris on lens. Lens haptics are a little bent due to position in vial. (B)(4). This patient was under 21 at the time of implantation. Per dfu of this lens model, implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelial to the anterior lens capsule, less than 3.0 mm is contraindicated. This patient had an acd below 3.0 mm at the time of implantation. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -13.50 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.